Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during a bolus. Customer was not able to bolus without receiving a no delivery alarm. Customer stated that he has to keep attempting to deliver to get all the insulin he needs. Customer's blood glucose level was 107 mg/dl. Customer was assisted in performing a 5.0u fixed prime and he stated that the insulin did exit. Customer was unable to remove the set to examine the cannula. Customer does not have an infusion set available. Customer is driving at the moment. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to change the entire infusion set. Customer will call back if further issues should persist. No further assistance needed.